Manufacturer narrative:
Revascularization (thrombus suction, plain old balloon angioplasty (poba), and stent deployment at the same lesion) was done. The brand balloon and stent used for revascularization is unknown. After restenosis was treated, there was 0% residual stenosis. Although the outcome was improving and the patient was to be discharged from the hospital, he had worsening anemia due to the perforation of the blood vessel complicated during the revascularization. It is unknown how the vessel was perforated during revascularization and is currently under investigation by the facility. The hospitalization was prolonged and the blood transfusion was done. The oral administration of warfarin was discontinued on (B)(6) 2015 as the cause of anemia was hemorrhagic diathesis due to warfarin. The patient was doing well and discharged from the hospital 4 days after warfarin discontinuation. Per the investigator, it was impossible to rule out a causal relation to the study device because the occluded site was in the area where the study stent was deployed. Also, it was judged to be possible to rule out a casual relation to the procedure because a long time has elapsed since g-008 was deployed. Concomitant medical products: anti-platelet treatment - warfarin (discontinued on (B)(6) 2015). Concomitant medication for treatment of diabetes mellitus. (B)(6). (B)(4). The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by a japan clinical trial, in-stent reocclusion of the left superficial femoral artery was reported on a patient approximately thirty-four months post implantation of a flexstent to the femoral popliteal ((B)(6) 2012). Revascularization of thrombus suction, balloon angioplasty and stenting was done. During revascularization, the vessel was punctured which lead to worsening of anemia requiring a blood transfusion. The patient has not recovered yet. The target lesion was located in the left superficial femoral artery with mild calcification and 90% stenosis. Tortuosity was unknown. A flexstent was implanted at the target lesion. After post-dilation, there was 0% residual stenosis. There was no distal disease left untreated. It is unknown if the stent covered 'health tissue to healthy tissue.' He patient was on anti-platelet therapy and concomitant medication for treatment of diabetes mellitus. The patient was compliant on medication regimen. About 34 months after implantation, the patient had in-stent restenosis with a stenosis rate of 100%. The patient did not present with any symptoms or conditions due to the restenosis.

Manufacturer narrative:
Complaint conclusion: as reported by a (B)(6) clinical trial, in-stent reocclusion of the left superficial femoral artery was reported on a patient approximately thirty-four months post implantation of a flexstent to the femoral popliteal ((B)(6) 2012). Revascularization of thrombus suction, balloon angioplasty and stenting was done. During revascularization, the vessel was punctured which lead to worsening of anemia requiring a blood transfusion. The patient has not recovered yet. The target lesion was located in the left superficial femoral artery with mild calcification and 90% stenosis. Tortuosity was unknown. A flexstent was implanted at the target lesion. After post-dilation, there was 0% residual stenosis. There was no distal disease left untreated. It is unknown if the stent covered ¿health tissue to healthy tissue.¿ the patient was on anti-platelet therapy and concomitant medication for treatment of diabetes mellitus. The patient was compliant on medication regimen. About 34 months after implantation, the patient had in-stent restenosis with a stenosis rate of 100%. The patient did not present with any symptoms or conditions due to the restenosis. Revascularization (thrombus suction, plain old balloon angioplasty (poba), and stent deployment at the same lesion) was done. The brand balloon and stent used for revascularization is unknown. After restenosis was treated, there was 0% residual stenosis. Although the outcome was improving and the patient was to be discharged from the hospital, he had worsening anemia due to the perforation of the blood vessel complicated during the revascularization. It is unknown how the vessel was perforated during revascularization and is currently under investigation by the facility. The hospitalization was prolonged and the blood transfusion was done. The oral administration of warfarin was discontinued on (B)(6) 2015 as the cause of anemia was hemorrhagic diathesis due to warfarin. The patient was doing well and discharged from the hospital 4 days after warfarin discontinuation. Per the investigator, it was impossible to rule out a causal relation to the study device because the occluded site was in the area where the study stent was deployed. Also, it was judged to be possible to rule out a casual relation to the procedure because a long time has elapsed since (B)(4) was deployed. The device remains implanted in the patient; therefore it was not returned for analysis. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) of the peripheral artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Vascular stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Vessel damage, such as a vessel rupture/perforation, is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient and is listed in the IFU as such. In this particular case, the patient had revascularization procedure of catheter thrombus suctioning, balloon catheter angioplasty and stent implantation. Any of these devices or procedures could have led to the vessel perforation that was reported. However, since it is unknown how or when during the procedure this vessel perforation occurred, it is unknown if the cordis stent caused or contributed to the injury. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported events do not appear to be related to the manufacturing process.